Event description:
The customer received a blood glucose reading of 140mg/dl on the contour meter, re-tested on the contour next ez meter and the reading was 80mg/dl. During the call, she ran a blood test on the contour and the reading was 23mg/dl, re-tested on the contour next ez and the reading was 161mg/dl. The differences between the readings fall in the "c" and "e" zones of the consensus error grid, making the differences clinically significant no adverse events were alleged. The customer was advised to return the test strips for evaluation. Replacement test strips and new meters were sent to the customer.

Manufacturer narrative:
Additional product involved: brand name contour next test strips. Product information: model 7311, lot# 2fec05, exp. Date 06/30/2014, device manufacture date: 06/01/2012. 510(k) 111268.